Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Troubleshooting was done for replace battery now alarm. Customer stated that they did not received low battery alarm prior to replace battery now alarm. No harm medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, active current measurement and self test. However, the device failed the sleep current measurement due to a problem isolated to electrical board.